Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated c ircuit. Hybrid analysis found a short in the passive integrated and connecting substrate (pics) capacitor component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one year after implant, the implantable cardiac monitor (icm) could not be interrogated. The icm remains in use. No patient complications have been reported as a result of this event.